Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen, upper back and flanks on (B)(6) 2021 and (B)(6) 2021 with coolsculpting elite curve 120 and 150 and surface 150 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen, upper back and flanks on (B)(6) 2021 with coolsculpting elite curve 120 and 150 and surface 150 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on 09/06/2022 by medical doctor. Additional information was received, patient had liposuction and abdominoplasty on (B)(6) 2022.

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen, upper back and flanks on (B)(6) 2021 and (B)(6) 2021 with coolsculpting elite curve 120 and 150 and surface 150 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2022 by medical doctor. Additional information was received, patient had liposuction and abdominoplasty on (B)(6) 2022.

Event description:
Allergan aesthetics received a report that the patient developed a hernia after coolsculpting which required a hernia repair.

Manufacturer narrative:
The coolsculpting user manual states that the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. The applicator uses vacuum pressure to draw tissue into the applicator cup during the treatment. The vacuum pressure may therefore apply pressure on a pre-existing hernia or pre-existing structurally weak area such as a surgical scar, causing further complications. Physicians should examine that patient for evidence of pre-existing abdominal or femoral hernia prior to use of the device.

Event description:
Allergan aesthetics received a report of a patient treated to the upper, mid and lower abdomen and developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b5 (area of concern).